Manufacturer narrative:
The initial report for this incident incorrectly indicated that a left hip revision surgery would be submitted via a subsequent report. Those devices remain implanted.

Manufacturer narrative:
(B)(4).

Event description:
Head implanted (B)(6) 2010. Prior cup exchanged reported via MDR 3005975929-2017-00477.

Event description:
It was reported that right revision hip surgery was performed due to pain and metallosis. Bilateral patient, left hip revision to be submitted via subsequent report.